Manufacturer narrative:
As reported, the patient underwent placement of an optease retrievable vena cava filter. The indication for the filter placement was not reported. At some point after the filter implantation, the patient became aware that the filter had tilted. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease retrievable vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the inferior vena cava (ivc) for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter tilt could not be confirmed and the exact cause could not be determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Additionally, the timing and mechanism of the filter tilt is unknown. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient was implanted the optease filter. The filter subsequently malfunctioned and caused injury and damage to patient, including, but not limited to: tilt of the filter. As a direct and proximate result, the patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, & other damages.

Manufacturer narrative:
Additional information was provided and is available in: section a2 (age at the time of event, date of birth) section b3 (event date) section b4 (event description) section d1 (brand name) section d4 (model, catalog, lot number, expiration date, and UDI number) section d11 (concomitant medical products - 18-gauge needle, non-cordis wire) section g4 (date received by the manufacturer) section h4 (manufacturing date) complaint conclusion: it was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused tilt. According to the information received in the patient profile form, patient became aware of the reported events approximately one year and four months post implant. The patient reports experiencing anxiety and pain at the implant site. According to the implant records, the patient presented with hematuria, severe anemia, and was diagnosed with a renal mass and a right lower extremity deep vein thrombosis. The filter was implanted via the right common femoral vein just below the right renal vein. The patient tolerated the procedure well and without complication. There is currently no additional information available for review. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Post implant imaging has not been provided. Without the procedural films or post-placement imaging and the limited information provided, the report of tilt could not be confirmed or further clarified. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with vessel characteristics, specifically asymmetry and tortuosity and technique. Implant site pain is associated with access technique and does not represent a malfunction of the device. Additionally, anxiety does not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of a optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages including, but not limited to: tilt, anxiety. As a direct and proximate result of these malfunctions, patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The following additional information was received per the patient¿s implant records: the patient presented with hematuria, severe anemia, and was diagnosed with a renal mass and a right lower extremity dvt. The filter was implanted via the right common femoral vein just below the right renal vein. The patient tolerated the procedure well and without complication. According to the information received in the patient profile form (ppf), patient became aware of the reported events approximately one year and four months post implantation. The patient reports suffering from anxiety and pain at implant site.